Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. Continuity testing found that the distal leadwire had an intermittent condition when flexing the tip area of the catheter. Catheter body cut down also confirmed an intermittent condition at the distal tip. Proximal circuit was continuous without any intermittent or open condition. No short condition was observed between the proximal and distal leadwires. The balloon inflated but failed to maintain inflation due to leakage from a gap between the proximal electrode and catheter body. No visible damage to the balloon, windings, or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.3cc air by holding the balloon under water. Visual examinations were performed at 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of pacing issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that "pacing difficulty was observed after insertion during use. The customer stopped using the catheter. The customer also commented that electricity did not flow as usual and the pacing was weak." There were no patient complications reported.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.